Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reported customer had ketones the other day while at school on (B)(6) 2014. The device shut down and deprogrammed all the times and dates. Customer's current blood glucose is 499 mg/dl. She treated with the device. The device history has been cleared and the times will randomly change. The time said it was 10:30 the other day. A few times customer's blood glucose did not transfer over to the insulin pump. Customer experienced thirst. In troubleshooting, the drive support cap appeared normal. There a couple small bubbles in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer stated she changed the time and date two days ago. Before that, the time and date changed by itself to the incorrect time and date. The bolus history is missing a bolus delivery. The high pressure test was not done. Customer was advised that high blood glucose levels are often caused by infusion set or site issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).